Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m53g1t. Additional information requested but unavailable: what troubleshooting steps were attempted to open the device (knife reverse switch, manual override)? Did the jaws of the device eventually open? What was the product code of the cartridge (gst60g, ecr60d, etc.)? Was buttressing material utilized? If so, which product? The analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a sleeve gastrectomy procedure the device was fired successfully once or twice. The device was fired, removed from tissue and while removing the device from the patient they could not get the jaws opened. The reload was not known. The case was completed with another device of the same product code. There were no patient consequences reported.